Manufacturer narrative:
(B)(4). No evaluation was preformed.

Event description:
The customer reported the device gave a safety valve open alarm while in use. No patient harm reported.

Event description:
The customer reported the device gave a safety valve open alarm while in use. No patient harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.